Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) leas was attempted to be implanted. During the procedure, the helix of the lead became damaged. It was reported that the lead was positioned, but poor pacing threshold measurements were observed, so the lead was to be repositioned. However, the helix would not retract, so this lead was removed from the patient and a new lead of a different model was implanted to complete the procedure. No adverse patient effects were reported. The attempted lead was returned for analysis.